Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and the lens optic broke. The incision was enlarged to remove the lens. Sutures were required to close the incision. The reporter stated the lens optic was broken when the technician was loading the lens into the cartridge and was not noticed until after the lens was inserted into the pt's eye.

Manufacturer narrative:
(B)(4)- incision sutured - (B)(4): eval results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the most likely cause of the event was due to a loading error. (B)(4).